Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported difficult to remove and tissue injury were related to procedural conditions. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult removal and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A cleft was observed on the central portion of the posterior leaflet. One clip was deployed on the mitral valve. A second clip was inserted, but while grasping, the clip became caught in the chordae. Troubleshooting was performed and the clip was removed from the chordae. However, it was observed the clip had caused damage to the valve. The clip was then attempted to be deployed, but due to the cleft, mr was unable to be reduced. Therefore, the clip was removed, and the procedure was discontinued. Mr was reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.